Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery anomaly on (B)(6) 2021. The device p-cap / test reservoir locks in place properly. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current and sleep current measurement test and self test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus software. The insulin pump uploaded to carelink without any errors. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. However, bolus not delivered alert(100) (B)(6) 2021 15:16:58.000 noted on event date. Also, normalbolusdelivered on (B)(6) 2021 09:50:46.000, normalbolusamountprogrammed = 3 bolusamountdelivered = 3 (B)(6) 2021 10:25:18.000 normalbolusdelivered, normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3 (B)(6) 2021 10:39:02.000 normalbolusdelivered, normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7 (B)(6) 2021 15:19:13.000 normalbolusdelivered, normalbolusamountprogrammed = 2.3 bolusamountdelivered = 2.3 in summary, customer alleged under delivery anomaly not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 175 mg/dl. The customer alleged the insulin pump was under delivering insulin due to customer's blood glucose was not coming down. Customer stated that they was using auto mode feature at time of high blood glucose event. Customer stated that they was using the insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.